Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing presyncope. Upon interrogation, the right ventricular lead exhibited loss of capture and had dislodged. The lead was successfully repositioned. The patient was doing well post surgery and would continue to be monitored.